Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-mar-2016, a tss conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and instructed them to perform wash probe maintenance, put on fresh reagent and repeat quality control. The customer was also instructed to recalibrate with new calibratior. After the calibration was performoned, the issue was resolved. There was no further action required. The most probable cause of the reported event was due to lot-to-lot variability.

Event description:
On (B)(6) 2016, a customer reported low troponin control recovery on their aia-360 analyzer. The customer is unable to run ctni patient samples. A technical support specialist provide telephone support to address the reported event, which resulted in delayed reporting ctni patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.